Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be formed from the 3rd firing. The same event continued during several firings in the same device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. In addition, a sample bag was received with 3 preformed clips and 1 conforming clip. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.